Event description:
It was reported that there was an intermittent loss of monitoring on 12 bedside monitors due to a presumed network switch issue causing the bedside units to reboot. The switch is a component of the network associated with a cic pro central monitoring system. The loss of monitoring could extend to several mins at a time. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.